Event description:
Patient n daher received implant (rflt rapid ra4311c reflect rapid fixture ø4.3mm x 11.5 l) on (B)(6) 2021 and experienced a failure to integrate which led to having the implant removed on (B)(6) 2022. X-rays werenot provided by the dentist. Implant replacement was sent to dr. Yudi sugiono on (B)(6) 2022.